Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to physical stress (physical load) caused by dropping or hitting a hard surface/object. The event can be detected/prevented by following the instructions for use which state: "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. There was a leakage noted from the distal end. As noted in b5, the adhesive on the acoustic lens was found peeling. The unit had several other forms of wear and tear noted throughout the device. Those include but are not limited to elongation, cracks, dirt, deformation, and clogging. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that while reprocessing his olympus evis exera ii ultrasound gastrovideoscope failed the leak test as there was a leak noted from the bending section. This event had no patient involvement. During the device evaluation, it was discovered that the adhesive on the acoustic lens had deep scratches and was peeling. This report is being submitted to capture the peeling adhesive on the acoustic lens found during the device evaluation.